Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in flooding in the room where it was located and an adjacent hallway and room. User facility personnel shut off the water supply and no injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician inspected the unit and found the barbed end of the hose connected to the hot water supply had disconnected, resulting in leakage. The technician replaced the hose, checked the fittings and hose clamps, ran test cycles and returned the unit to service. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.